Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not report any significant events leading up to this issue. Blood glucose level at the time of the incident was 99 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.